Event description:
It was reported that the device was explanted and replaced due to premature batter depletion. The patient was in good condition following the event.

Manufacturer narrative:
(B)(4). The reported premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within expected limits. The device was tested on the bench and no anomalies were found.